Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that the bipolar status led of the e-100 electrosurgical unit (iesu) did not turn on. The customer reseated the energy cable and the vessel sealer (vs) instrument and performed a hard power cycle e-100, but the issue persisted. After that, a non-recoverable error occurred every time the e-100 esu was powered on and could not be resolved. The customer replaced e-100 with the vio dv to continue with the procedure. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non-recoverable occurred on e-100, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed and found to be failed during startup. The power led of the e-100 turned red, and the bipolar led did not turn on. It was unable to cut or seal. The complaint regarding the repeated error was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the repeated error is attributed to a component failure of the e-100 generator. This issue can be resolved by replacing the e-100 generator. This complaint is considered a reportable event due to the following conclusion: the e-100 generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.